Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after loading a cartridge with 280 units of insulin, the customer did not observe insulin exiting the infusion set site after 38 units of insulin. The customer continued to fill their tubing with more insulin and eventually observed insulin exiting and received a minimum fill message. The customer experienced the same minimum fill issue with four additional cartridges. The fifth cartridge was successfully loaded onto the pump with no issues. The customer's blood glucose (bg) level was 356 mg/dl and a manual injection was administered.